Event description:
Our affiliate is reporting the following to us: ¿on a day after the surgery, x-ray showed that something like a piece of metal was in the patient¿s rotator cuff. Another surgery was done on (B)(6) 2013 to remove it but failed. The surgeon was wondering if the thing might be a part of the device but it has not been clearly identified. There is no plan for the removal surgery at this point. A metal like piece was left in the patient and completed the case as usual¿. They state that there were no patient consequences.

Manufacturer narrative:
Nothing is being returned for evaluation; complaint device discarded at user facility. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot tell anything from this; cannot discern the underlying or root cause for the reported device¿s failure mode. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Nothing is being returned for evaluation; complaint device discarded at user facility. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot tell anything from this; cannot discern the underlying or root cause for the reported device¿s failure mode. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting the following to us: "on a day after the surgery, x-ray showed that something like a piece of metal was in the patient's rotator cuff. Another surgery was done on (B)(6) 2013 to remove it but failed. The surgeon was wondering if the thing might be a part of the device but it has not been clearly identified. There is no plan for the removal surgery at this point. A metal like piece was left in the patient and completed the case as usual." They state that there were no patient consequences.